Event description:
The customer reported a button error alarm as well as another alarm that he was unable to clear due to unresponsive buttons. The customer went swimming and left the insulin pump in a plastic bag, in direct sunlight. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Unable to confirm the button error alarm due to the blank display.